Event description:
It was reported that a patient with an open abdomen started a therapy using renasys touch device with renasys touch 800ml cannister. The pump was reported to be alarming constantly with canister full and this was not the case. Renasys touch was changed over to a second renasys touch the second pump which had the same issue did start to work after the second canister was changed. No clinical complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3,h6: the devices used in treatment have not been returned for evaluation, due to this we are unable to establish a relationship between the reported events. If the renasys devices are retuned and evaluated then this complaint will be adjusted to include the result of the assessment. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. A review of manufacturing records for the reported renasys devices, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported events have been reviewed, revealing further instances, which are being monitored to determine if additional actions are required, however this investigation is now complete. Please be assured that all products are released to market following rigorous quality checks during production and prior to dispatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.